Event description:
The pt was implanted with a neurostimulation system and a pump and catheter system for non-malignant pain/rsd/causalgia-complex regional pain syndrome. The health care professional returned the annual device tracking form and stated the pt had undergone explantation of both systems after experiencing shocking pains in the pelvic area. The health care professional has not responded to requests for additional info. A follow up report will be sent when additional info is received.